Event description:
The lead was capped on (B)(6) 2011. Due to rv impedance dropped from 560 to 90 ohms in (B)(6) 2011. The procedure took place at (B)(6) medical center. The physician was dr (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).